Event description:
It was reported that, "patient presented in office with hip pain in 2007, broken femoral head implant on x-ray-possible broken alumina liner, pt still wt bearing. Unable to schedule revision fha immediately as pt is scheduled for heart catheterization the following month. Rev. Right tha will be scheduled as soon as patient is cleared for surgery. Upon entry to joint space, dr noted that the femoral head and liner were broken and these was a notch at the 10 position on the cup two weeks later.

Manufacturer narrative:
It is not known at this time which device caused the event. Cat# 2047-3258 lot# 2096350421 liner was also found to be broken. Additional information has been requested and if received will be provided on a supplemental report.